Manufacturer narrative:
Insulin pump received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no motor movement error. Customer¿s blood glucose level was 136 mg/dl. Customer was able to rewind the insulin pump. Customer did displacement test and they failed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.